Event description:
It was reported that patients lead had migrated significantly. No device malfunction was suspected. The patient underwent a lead explant procedure and the explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few days after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 . Serial:(B)(6). Batch: 7137971. Product family: scs-linear leads. Upn: m365sc2218700 . Model: sc-2218-70 . Serial: (B)(6). Batch: 7094225/7094456.